Event description:
It was reported that interrogation of the pulse generator resulted in the message -erroneous parameter values detected-. After device restoration, interrogation continued normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.